Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that one resident had skin tears on his thumbs due to the new handle location on the elevate lift. This not a new handle position or location, this is a newer version of the handle that the customer has had in the past. Complaint # (B)(4) was entered into our system.